Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast pain, possible capsular contracture certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) old caucasian female patient who underwent primary breast augmentation with an unknown mentor implant on the right breast. Post-operatively, the patient experienced right breast pain. There is a plan for capsulectomy and the patient has been scheduled for implant removal on (B)(6) 2022.

Manufacturer narrative:
On march 2, 2022, mentor became aware that the following statement has been erroneously omitted from the initial report: the product is still unknown and the common device name and procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received. On march 11, 2022, mentor became aware that the patient's capsular contracture diagnosis has been confirmed. In addition, mentor also became aware that the patient has been scheduled for explantation on (B)(6) 2022 and suspect medical device's lot number is 5861591. Per this lot number, mentor became aware that this device was manufactured in mentor medical systems b.v. Since mentor medical systems b.v. Do not market any devices in the us, manufacture & market all their devices outside the us, and have never held FDA approval nor clearance for any of their products, their devices do not meet the criteria for MDR reportability. This will be the last supplemental report sent regarding this complaint file. B5. The product is still unknown and the common device name and procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.